Event description:
A total of 4 anchors broke during insertion. Apparently no leverage or incorrect placement was used. Doctor was screwing in the anchors and when he was almost done with each one he felt a "snap". When he withdrew the inserter, the eyelet part of the anchor was inside the inserter with the suture. The pt was a young man. The tip of the anchors were left in the patient's bone. No adverse consequences reported as a result of this event. Surgeon completed the procedure with a 3.5mm anchor. Reference ca40833a for the three fastak anchors used in this patient. This device is used for treatment.

Event description:
A total of 4 anchors broke during insertion. Apparently no leverage or incorrect placement was used. Doctor was screwing in the achors and when he was almost done with each one he felt a "snap". When he withdrew the inserter, the eyelet part of the anchor was inside the inserter with the suture. The tip of the anchors were left in the patient's bone. No adverse consequences reported as a result of this event. Surgeon completed the procedure with a 3.5mm anchor.